Event description:
It was reported that balloon burst occurred. A 10.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 10 atmospheres in less than 10 seconds, the balloon burst. The balloon was successfully removed from the patient, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.